Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information". The entry does not represent the reporter's address and should be read as "no information".

Event description:
It was reported that a screen display frozen on the mobile app occurred. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.